Manufacturer narrative:
(B)(4). The evaluation is in progress. Upon completion of baxter's investigation or if additional relevant information is obtained, a follow-up will be submitted.

Event description:
During evaluation of a large volume infusor the bladder was found to be ruptured. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The lot 12k004 was manufactured october 4, 2012 to october 5, 2012. The affected device was received for evaluation. A visual inspection on the unit (via the naked eye) revealed evidence of a ruptured reservoir on one of the infusor device. Additionally, the ruptured reservoir was then microscopically examined for the following condition that may have potentially contributed to the rupturing: external/internal surfaces of reservoir, rupture line for evidence of marking, abrasions, holes, or embedded particulate matter, etc. As a result, a marking located on the exterior surface of the bladder was observed near the rupture line. The reported condition was verified, though no cause could not be determine with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.